Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had fallen on (B)(6) 2019 and the lead initially migrated from c2 to c4, but still provided some relief. As the lead continued to migrate, her spinal cord stimulation therapy was not as effective and the patient decided that she wanted a lead revision.  The patient's lead migrated from c2 down to below c4 (specified vertebral level not clear since lead was coiled) , however the lead was perfectly fine. The connectivity and impendences were unaffected by this lead migration, and for those reasons the hcp (health care professional) did not feel an analysis was necessary. The hcp took this lead out and replaced it with a new lead. ) additionally, the patient had expressed to the hcp that the ipg pocket was uncomfortable and she wanted it higher. The hcp after correcting the lead migration moved the ipg pocket up about 2 inches and closed the previous ipg pocket. The lead migration was resolved with the new lead, the existing lead was perfectly placed and at the end all impendences and connectivity remained perfect. The pocket revision was also resolved and the hcp did not want an analysis and discarded the lead .

Manufacturer narrative:
Concomitant medical products: product ID 977a275, lot# serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 04-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.